Event description:
It was reported that the physician may have a programming handheld problem. The nurse did not know initially how long ago this occurred or if a patient was affected. Both of the physician¿s handhelds were checked and were functioning properly. Both programming systems were able to interrogate a demo generator. Additional information received indicated that a patient¿s device could not be checked. The patient has not reported adverse clinical symptoms as a result. The patient¿s last appointment was on (B)(6) 2014. The patient has a follow-up appointment planned to check the generator, but it has not occurred to date.

Event description:
The patient had a follow-up appointment. It was reported that the physician was able to successfully interrogate device, increase settings, and run diagnostics. It is believed that at the patient¿s last visit the programming equipment was plugged into the wall which resulted in communication errors.